Event description:
It was reported that there was a lead warning due to low bipolar lead impedances. Increased followup was suggested. It was also reported that the lead remains in use and will likely be revised at the next device changeout. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).